Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 427mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value also went to 51mg/dl. Customer indicated that they would monitor their blood glucose and then call back if further troubleshooting was necessary. No further assistance was necessary.